Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 9/29/2021. H.6. Investigation: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication.. The following information was provided by the initial reporter : it was reported by the distributor that the needle was blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported by the distributor that the needle was blocked.